Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than intended with brainlab navigation involved. Although, according to the surgeon (treating clinician): the deviation of 1 screw, medial from its intended position, was detected by the surgeon with intra-operative imaging once all screws were placed the deviating screw was removed and, after a new registration, re-placed to its intended position at the very same surgery. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm/negative clinical effect to the patient resulting and no direct or increased risk of harm to patient (reported) due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of 10 min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of a spine screw placed with aid of navigation that deviated medially from intended target point at t9 left is: multi-level navigation approach - registration was performed on the vertebra the navigation reference array was fixated to (t11), and the deviating screw was placed on (t9) and a differing patient position between the scan used for registration (supine) and during the procedure (prone). The patient was registered via surface matching in a prone position using a data set in which the patient was scanned in a differing supine position, against brainlab recommendation. This impacts registration point acquisition and subsequent navigation on the patient by introducing the difference in the position of the patient anatomy during the procedure. Additionally, with the patient position differing in the navigation view (pre-op data set) and the actual anatomy during the procedure, the registration will be even less accurate the further one navigates from the registered vertebra (multi-level navigation), as well as increase the magnitude of the effects of relative movements, e.g. Due to forces applied to the anatomy. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Using a malleted probe to open the cortical bone for pilot holes introduces additional force applied to the bone, which leads to movements of the anatomy relative to the position of the reference array. These movements are not tracked nor displayed by the navigation system. Apparently, the resulting deviation of the instrument locations display by the navigation compared to their positions on and in the actual patient anatomy during the placements, was not recognized by the user with the necessary navigation accuracy verification of the registration, and continuously throughout the procedure, before and during the preparations and screw placements into the affected vertebrae. Only after the placement accuracy was verified and found to be insufficient. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to the customer.

Event description:
An open spine surgery for t4-l3 posterior instrumentation due to scoliosis was performed with the aid of brainlab navigation spine & trauma navigation 3.0. During the procedure, once all screws were placed (19 screws total), surgeon determined with intra-operative imaging that 1 screw (left t9) deviated from its intended position in medial direction. According to the surgeon (treating clinician): the deviating screw was removed and, after a new registration, re-placed to its intended position at the very same surgery. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm/negative clinical effect to the patient resulting and no direct or increased risk of harm to patient (reported) due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of 10 min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.